Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and the left ventricular (lv) lead was inadvertently placed in left ventricular (lv) via patent foramen ovale (pfo). The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.